Event description:
The report stated that during a laparoscopic right hernia surgery the ileocolic vessel was sealed with the ligasure at the beginning of the procedure. The procedure was completed successfully with no indication that anything was wrong. The pt went back to the ward and later began bleeding from the ileocolic vessel. The pt was then taken back to the theatre and the vessel was tied off. The pt is now well.

Manufacturer narrative:
Date of initial report: april 14, 2008. The incident device is being held at the site and will not be released for eval until the mhra gives their consent. Add'l questions in regard to the incident have also been asked. If the device is returned for eval or if add'l info pertinent to the incident is obtained a f/u report will be submitted.